Event description:
Device 1 of 2; reference MFR. Report#: 1627487-2019-03171.

Event description:
Device 1 of 2; reference MFR. Report#: 1627487-2019-03171. It was reported that the patient¿s leads had a fracture at the anchor site, which caused the patient to experience ineffective stimulation. In turn, surgical intervention took place on (B)(6) 2019 wherein the patient¿s system was explanted and replaced. Therapy was restored postop.